Manufacturer narrative:
A review of the subject device DHR confirmed that the subject device was manufactured on 26-may-2011 and installed at the customer's site on 08-aug-2011. A lumenis service engineer visited the site five (5) days after the reported event and confirmed the "fiber not connected error". The engineer adjusted the fiber sensor. In addition, a loose footswitch connector was found and was repaired. After testing the system with several fibers, it was returned to the facility having met manufacturer specifications and in working order. A review of system risk files identified the risk of device malfunction (1007141_c - risk # (B)(4)) which has the potential to lead to "inability to complete treatment which may require re-operation". The risk likelihood has been quantified and found to be negligibly small, and the risk has been characterized and documented as acceptable within full risk assessment. A review of historical product complaints shows that the same malfunction of intraoperative " fiber not connected error " has not led to serious injury in the past. Although there was no report of injury associated with this event, this malfunction led to a cancelled procedure and subsequent awakening of the patient from anesthesia. Lumenis believes that subjecting a patient to another round of anesthesia carries inherent risks, and in an abundance of caution, lumenis is reporting this event. Lumenis is closing this complaint, but will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop (doc no. (B)(4)) and per post marketing surveillance procedure (doc no. (B)(4)).

Event description:
A user facility reported that during an ureteroscopy with stone extraction procedure in which a lumenis versapulse 20 w laser was being utilized, fiber not connected error appeared on the screen. Unable to complete the procedure, the patient was awakened from general anesthesia and the case needed to be rescheduled. No report of patient complications was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition.